Event description:
It was reported that following a device system replacement the pt was hospitalized for pain. This was due to the new pump not being near the level of medication as the previous pump. For the first 2-3 months after replacement, the pt had fluid accumulation around the pump. It was also noted that the pt has had problems with the pump moving since the replacement in '09. At the last refill the healthcare provider had difficulty findings the refill port and found the pump had "turned". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).